Event description:
Healthcare professional reported left-side rupture upon explant. The device has been explant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left-side rupture upon explant. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: brown particles observed on the surface of the shell and inside the gel. Creases were observed. No further actions are required as the device was implanted.